Manufacturer narrative:
If explanted; give date: not applicable, there is no indication that the lens has been explanted. (B)(6). This report is being filed on an international product, intraocular lens (iol) model number zxr00v that has a similar product distributed in the united states, iol model no. Zxr00, which falls under PMA p980040. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there was a suspicion that patient may have aseptic endophthalmitis. Per account, the surgery occurred around (B)(6) 2018. Patient had bilateral lens implants. Post op day one, the patient's vision was very clear. The issue presented itself during the second week of (B)(6) when the patient was reexamined. The physician found no fibrin but there were many cells, causing inflammation. As a result, steroids were administered to the patient. No additional information provided. This patient had bilateral lens implants. This report represents model zxr00v. A report will be provided for the companion lens implanted, a model zlb00. This report is two (2) of two (2) and it pertains to zxroov lens.

Manufacturer narrative:
Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to specifications. A search revealed that no similar complaints were received for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.